Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross causing delay in procedure resulting in blood transfusion. Device issue: failure to cross. It was reported that the patient was presented on a balloon pump; therefore, the decision was made not to operate on the patient. Pre-dilatation was performed with a powersail. The 2.75 x 23 mm promus stent was deployed at 20 atm. Post-dilatation was performed with the promus balloon at 22 atm and a perforation occurred. An attempt was made to treat the perforation with a 3.5 x 16 mm jomed graftmaster stent, but was not successful due to calcification. The physician was hoping the perforation would seal on its own. A blood transfusion was required. It was later reported that the patient is no longer on the balloon pump. No additional event or patient information is available.

Manufacturer narrative:
The 2.75 x 23 mm promus (part 1009540-23b, lot unk), has been filed under MFR# 2024128-2008-01205.